Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, as per pfs (B)(4) 2011: dr. (B)(6) examined and found the product protruding through vaginal wall. Underwent cystoscopy, injection of the vaginal apex for pelvic pain and chronic dysuria.underwent excision of sling, anterior repair and cystoscopy for symptomatic sling erosion and vaginal prolapse.